Manufacturer narrative:
Concomitant medical product: spiros adapter. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Patient demographics requested however only provided patient was an adult/age/gender.

Event description:
It was reported that during an unspecified infusion (250ml) the rn noticed that the tubing separated at the distal end of the set when mated to a spiro connector.. The tubing was in use for 1 hr. When the event occurred. There was no patient harm reported per customer however blood leaked onto the patients shirt.

Manufacturer narrative:
The customer's report that the tubing separated and leaked was confirmed. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing, or damage to the components. Visual inspection of the set noted separation at the engagement between the tubing and male luer components. No other separation was observed. Examination under magnification of the separated tubing end observed insufficient to no solvent traces. Functional testing was deemed unnecessary due to the separation and the leak that would occur. Dimensional analysis performed found the separated tubing within specification. The cause of the leak was due to the separation. The root cause of the separation was identified as insufficient solvent due to equipment and/or operator error.

Event description:
It was reported that during an unspecified infusion( 250ml) the nurse noticed that the tubing separated at the distal end of the set, when mated to a spiro connector. The tubing was in use for (1) hr. When the event occurred. It was confirmed that there was no patient harm reported per the customer, however; blood had leaked onto the patients shirt.